Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "[surgeon] says patient complaining about pain after primary hip replacement done...on (B)(6) 2018...dr...believes stem subsided. Revision surgery was done and stem removed. Replaced with restoration modular stem and cone body, no other info available..."